Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt had a right iliac occlusion with claudication status post previous endovascular abdominal aortic aneurysm repair. There was external iliac stenosis with tortuousity that appeared to be the etiology of the occlusion. The limb was still patent with flow into the internal iliac on the right side. The left external iliac also showed fairly severe stenosis. Recannulization with thrombectomy of the right iliac artery with angioplasty of the external iliac artery was performed. Two stents were also implanted. Approximately 3 weeks later, the patient expired. No additional information was provided.